Manufacturer narrative:
Date sent: 10/22/20097: information asked for but unknown or not provided during initial contact. The analysis showed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure, and continued usage can result in a broken blade.each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown larparoscopic procedure, the blade broke off inside the patient. Unknown if the piece was removed from the patient.another device was used to complete the case. There was no adverse consequence to the patient.